Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 600 mg/dl). The infusion set and cartridge were changed multiple times. Manual injections were administered to address bg. Pump system check was performed and pump was found to be operating as intended. Recommendation was made for the customer to discuss the event with a healthcare provider.